Manufacturer narrative:
The gas blender system 25-40-00 is not distributed in the USA, but it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the s3 system. The incident occurred in (B)(6). The device was returned to livanova (B)(4)for a detailed investigation and repair. A livanova service engineer was able to reproduce the reported error. The unit's front panel was replaced and a new calibration was performed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the flow from a s3 gas blender system dropped suddenly to zero without an alarm during procedure. The customer was able to solve the issue with a restart of the device. There was no report of patient injury.